Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/2/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify uring use on the patient) - what is the procedure name? Dental procedure - please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) the following information was received: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental surgery on (B)(6) 2023 and suture was used. During the procedure, the needle pull off from the suture. There were no patient consequences reported. Additional information was requested.